Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: needle retracts very slowly then retracts abruptly. The blood control technology sometimes does not work, causing blood to spill out unexpectedly. Please enter the date as (B)(6) 2025 for the incident? No patient harm or injury- just a safety risk since the safety mechanism of the needle is malfunctioning.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed.